Manufacturer narrative:
The insulin pump had operating currents within specification and no blank display was noted. The liquid crystal display board was okay. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have a blank display screen. Customer's blood glucose was 149 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.